Event description:
The customer reported that erroneously elevated br 27.29 (br) results were obtained on two patient samples on the atellica im 1600 analyzer. The erroneous results were reported to the physician and were not questioned. The samples were repeated on the alternate atellica im 1600 analyzer. The repeat results obtained were lower and considered correct. The repeat results were reported to the physician. There are no known reports of patient intervention and adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding erroneously elevated br 27.29 (br) results were obtained on two patient samples on the atellica im 1600 analyzer. The customer stated that customer service engineer (cse) replaced reagent probes 1 and 3, aligned reagent probes and sample probe as a part of troubleshooting. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2026-00059 on 20-feb-2026. Additional information (08-mar-2026): in addition to the service activities mentioned in the initial report, the siemens reviewed the customers data and observed that the in-use calibration, quality control (qc) and 2 of 3 discordant samples used the same reagent pack. Also siemens reviewed the internal reagent data and determined that the reagent met all manufacturer specifications. Siemens further evaluated the event and determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report and with contribution from the in-use calibration, potentially contributed to the falsely elevated elevated br 27.29 results. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.